Event description:
A customer reported to baxter (B)(4) of a clearlink set in which upon spiking the set into an unknown chemotherapy bag there is a leak at the spike. This condition occurred during setup. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual unit enclosed in a plastic bag was received at the plant for evaluation. The unit was visually inspected to confirm that the clearlink was not well screwed to the spike; hence the reported incident by the customer was confirmed due to an unidentified cause. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.